Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2015 ¿ correction: the alert date for this report should be (B)(6) 2015. The alert date previously reported was incorrect.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the pump had no vibratory alarm function. The vibration motor was found to be misaligned. Evaluation also revealed that the pump case was damaged; a crack was observed in the case near the upper right hand corner of the display. A leak was found in the cracked case; there was evidence of moisture corrosion found on the transceiver board and display board. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump had no vibratory function due to a misaligned vibration motor. Evaluation also revealed moisture corrosion on the transceiver and display boards. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.